Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric restrictive procedure with gastric bypass and roux en y gastroenterostomy, the suture needle broke in half while unloading from the suture passer on the back table. All parts of the needle are accounted for and nothing fell into the patient's cavity. New needle was opened and used to complete the procedure. There was no patient injury.